Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd prn was broken. The following information was provided by the initial reporter, translated from chinese to english: when checking the integrity of the disposable prn, it was found that the front end of the prn was broken, which made the deep venous catheter unusable. A new one was replaced immediately.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd prn was broken. The following information was provided by the initial reporter, translated from chinese to english: when checking the integrity of the disposable prn, it was found that the front end of the prn was broken, which made the deep venous catheter unusable. A new one was replaced immediately.